Manufacturer narrative:
Results: worn arm weldment assembly and missing motion interrupt pan.

Event description:
It was reported by service that the patient's left siderail would not lock at its highest height, the power cord was found frayed with exposed wires, and the motion interrupt pan was missing. It is unknown if there was patient involvement. However, no adverse consequences were reported.